Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. Customer stated that the center key was unresponsive. Customer stated that numbers were ramping on their own. Customer stated that the issues frequency was intermittently happens. The insulin pump will be returned for analysis.